Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor did not pass essential performance testing. The root cause of the shorted capacitor cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor did not pass essential performance testing. The root cause of the shorted capacitor cannot be positively identified. There were no adverse events associated with the monitor malfunction. Device evaluation of battery has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.